Event description:
The customer reported the occurrence of 161, 162, and 163 error codes indicating pump motor stalls had occurred during clinical use in 3/1999 and 05/1999. While exact use conditions are not available, it is believed that the event was noted at flow rates < 20ml/hr. The pt were reportedly not injured by the events. The alarm systems reportedly functioned as intended, notifying the caregivers of the events.